Event description:
It was reported that the backlight on the insulin pump came on when a button was pressed, but the screen remained gray. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.